Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error and software error detected. Customer blood glucose reading 305 mg/dl. Customer also reported that the insulin pump alarmed that the insulin pump alarmed during self test. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. However, software error detected alarm and the motor arm cannot communicate with the main arm alarm found in the pump history due to software error. Also, hardware low level failures alarm confirmed in the pump history due to broken trace at pin6, keypad assembly.